Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5155393.

Event description:
Related manufacturer reference numbers: 2017865-2024-58393. It was reported via voluntary medwatch that the patient was found to have developed infection with the previous leads implanted. Further information was not provided.